Event description:
The patient stated that the keypad buttons are not activating pump functions over the last 1-2 months. She reported that the up arrow button needed to be pressed several times to activate a pump function. She said the pump menu highlight also scrolled intermittently when the up arrow button was pressed. The patient denies cleaning the pump. The issue was not resolved through troubleshooting. There was no evidence of misuse of the product.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.